Event description:
It was reported that on (B)(6) 2022, the surgeon removed pelvic plates and screws from the patient. Patient outcome was unknown. This report is for one (1) unk - screws: cortex. This is report 6 of 16 for complaint (B)(4).

Manufacturer narrative:
(B)(4). This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remedial actn initiated othr type 2nd.